Manufacturer narrative:
Concomitant medical products: 459888, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a partial electrical reset due to a cyber security update. The crt-d was re-interrogated and remains in use. No patient complications have been reported as a result of this event.